Event description:
Hypoglycemic reaction: unconsciousness: wrong route of administration: a woman reported that she experienced an unconscious hypoglycemic reaction approximately one half hour after an evening injection of novolin 70/30 (rdna) prefilled insulin using a 30 needle. She stated that she was treated with IV glucose by paramedics and was brought to an ER, where she recovered. She stated that the physician in the ER felt the event was due to the accidental IV administration of the insulin. She stated that he based his conclusion on the fact that he saw a vein under the injection site which was used for the injection in question.